Event description:
The following is based on a review of the patient's medical records: on (B)(6) 2008- incisional hernia repair with composix kugel mesh. (Note: no operative report was provided for this procedure). On (B)(6) 2012- the surgeon was called into the operating room to repair the previously repaired hernia that had been disrupted during a laparoscopic to open hysterectomy. He reported that a portion of the mesh had been removed by the other surgeons. Using the remaining portion of the mesh the surgeon repaired the hernia. It was noted that there was scarring and previous inflammation with the abdominal wall edema throughout the abdominal wall in the area of the previous hernia. On (B)(6) 2012- patient presented to the ER with cellulitis and wound abscess. On (B)(6) 2012- patient presented to the ER with abdominal pain.

Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made. More than three years post implant the patient was undergoing a non-related surgery, the surgeon needed to gain access to the patient's abdomen in doing so the composix kugel mesh was cut through. Some scarring, inflammation and edema were noted in the area of the hernia repair from an unspecified origin. Five weeks following this surgery the patient presented with cellulitis and wound abscess. Two weeks later imaging showed her to have an abdominal wall abscess. There is no further information available. There is no indication that the patient was experiencing any problems related to the hernia repair prior to or after this surgery. While the reported inflammation is of an unknown origin, inflammation is a known possible adverse event listed in the IFU. The IFU also instructs the user not to cut or reshape the bard composix kugel mesh. A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. Additionally, no sample has been returned for evaluation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.